Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was determined to have no issue was fully operational. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that there was a misplaced screw during a t11-l1 fusion using percutaneous approach using the imaging device and the navigation device. There was a transfer issue between the imaging device and the navigation. The initial scan went through without problems, and the confirmation scan did not. The transfer aborted towards the end of the progressing bar with the error message ¿scan is incomplete¿. The manual push also failed. The confirmation scan didn¿t transfer, but it was successfully stored on the imaging device. The axial view clearly showed that the screw on the right side of the patient at l1 was too lateral. Since the second scan didn¿t get loaded on the navigation device, the initial scan was used in the attempt to revise it. However, when they put the pointer probe in the screw hole on the right side of l1, the device showed it was where the red line showed, right in the middle of the pedicle, which would be a successful placement, but it wasn¿t. The navigation device was abandoned. Ap/lat fluoro was used to revise the screw. The misplaced screw was the farthest screw from the frame, on the bottom of the construct, but it was first one to put in. The following 5 screws all went in fine. The confirmation scan also showed they were in the right places.